Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed noise and increased threshold measurements. Lead dislodgement was suspected. A revision procedure was performed, this lead was successfully repositioned and remains in service. No adverse patient symptoms were reported.